Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. A revision procedure was performed to reposition the lead. During an attempt to reposition the lead, low amplitudes, high pacing thresholds with no capture, and low out of range pacing impedances were observed. This rv lead was explanted and replaced. No additional adverse patient effects were reported.